Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/26/2012 to the present date 11/11/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported error 133.6080 on pcu8015. Battery has been charged. But the error still exists. It was reported there was no patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8015 error 133.6080. Technical support - 1. Charge battery pack. 2. Replace backup speaker 3. Return to factory for repair. Recommended replace back up speaker. Charles will replace back up speaker. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/26/2012 to the present date 11/11/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - recommended replace back up speaker the customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8015 error 133.6080. Technical support - 1. Charge battery pack. 2. Replace backup speaker 3. Return to factory for repair. Recommended replace back up speaker. Charles will replace back up speaker. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/26/2012 to the present date 11/11/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported error 133.6080 on pcu8015. Battery has been charged. But the error still exists. It was reported there was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/26/2012 to the present date 11/11/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported error 133.6080 on pcu 8015. Battery has been charged. But the error still exists. It was reported there was no patient involvement.